Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient was taken to the operating room on (B)(6) 2014, and underwent a procedure to excise the excess skin. The implanted device remains.

Manufacturer narrative:
(B)(4).